Event description:
It was reported that a clearlink IV administration set had a discolored spike. The reporter stated that the outside of the spike was ¿stained a brownish reddish color that looked like coffee.¿ this was noticed upon opening the device¿s packaging in the anesthesia room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed light brown particulate matter on the spike. The reported condition was verified. The cause of the condition was not determined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.